Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500, model: sc-2352-50, serial: (B)(6), batch: 7078934/7079584.

Event description:
It was reported that the patient developed an infection at the left lateral pocket incision with copious purulent drainage. The pocket incision was tender, red, and warm to touch. It was unknown if the infection was device related and it was not procedure related. The patient was given an intravenous antibiotic and medication was prescribed. All components were explanted and will not be returned per hospital policy.